Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter read inaccurately high when compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2013, at 8:00 a.m. When the patient obtained a blood glucose result of ¿156 mg/dl¿ with the subject meter and ¿low 60¿s¿ with another device (freestyle ultralite), performed greater than 30 minutes from each other. The patient manages his diabetes oral medication, diet, and exercise. At 8:05 a. M. That same day the patient stated he took 3 units of insulin (lantus) in response to the alleged inaccurate result(s). Two hours after the alleged issue occurred, the patient developed symptoms of ¿dizziness, shakiness, and faint¿. At 10:00 a. M. That same day, the patient stated he tested his blood glucose on another device (mini) and obtained a result of ¿115 mg/dl¿. The patient self-treated with 1 glucose tablet. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.